Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The representative stated the white twist sleeve separated from light blue mainbody of the transfer set when set was opened for drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed and a visual inspection showed no issues. Leak testing performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function was test performed with no issues noted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed during the sample evaluation. One used sample was received for evaluation. A visual inspection was performed with no issues noted. The clamp function test performed with no issues noted. The sample was tested underwater at 8 psi with no leak noted and clear-passage tested with no blockage noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The evaluation was completed, but the investigation is still not complete. A follow-up report will be filed should additional information become available.